Event description:
It was reported that on (B)(6) 2026, the patient underwent orif surgery on proximal end of the tibia with the implants in question. In the surgery, a ptp 3.5 mm low-bend left-handed plate was used. After inserting four proximal locking screws, one cortex screw was inserted into the oval hole in the shaft. The surgeon attempted to insert two of the locking screws in question after drilling through a threaded drill guide, but the self-tapping tip and beyond would not penetrate the contralateral cortex. While the anterior-posterior images clearly showed the screws being inserted into the holes drilled by the drill, they could not be locked into the plate. Reluctantly, a monocortical-sized locking screw was selected and inserted only in the portion that would not engage with the contralateral side. The surgery was completed successfully with 30 minutes surgical delay. No further information is available.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: d4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.